Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) and hemolysis are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Red cells may break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they may be destroyed due to defects in the cells themselves. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. It is possible that patient and/or procedural factors not provided may have cause or contributed to the pvl, which in turn could have caused or contributed to the hemolytic anemia observed post tavr. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, approximately 1 month post transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position, the patient experienced hemolytic anemia and has repeatedly received blood transfusions. It was also noted that trivial paravalvular leak (pvl) was observed immediately post valve deployment, and echocardiogram showed moderate pvl a few days after tavr. Balloon aortic valvuloplasty (bav) was performed, but the hemolysis persisted. Surgical intervention is under consideration.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from the edwards lifesciences japanese affiliate. Investigation conclusions have been updated. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive due to the limited information provided. However, procedural factors may have contributed to the event, including the patient's valve area being borderline between a 23mm and a 26mm sapien 3 ultra resilia valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. It also noted that trivial paravalvular leak (pvl) was observed immediately post valve deployment, and echocardiogram showed moderate pvl a few days after tavr. On postoperative day (pod) 10, the patient experienced hemolytic anemia and has repeatedly received blood transfusions. Balloon aortic valvuloplasty (bav) was performed 1 month post tavr, but the hemolysis persisted. Surgical intervention is under consideration.